Event description:
Surgeon reports that five days following abdominoplasty procedure a pt developed an infection. The organism was identified as bacillus brevis. Pt underwent incision and drainage and subsequent packing of the wound. Pt is currently healed with no further complications reported.